Event description:
It was reported that the patient was having a CT with contrast injection. The catheter was placed in the patient's right brachial vein earlier the same day. In the CT suite, the line was aspirated and flushed prior to contrast injection. On the first pressure injection with the PICC, the flow rate was 4 ml/sec. The contrast injector was set at 320, but it did not reach this as the injector did not alarm. The actual psi was not recorded. It was noticed post procedure that the catheter had ruptured at the very proximal end of the catheter, outside the patient's skin. As a result, a peripheral cannula was placed for CT, and the PICC line was removed and a new line was placed for therapy. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn #(B)(4). Sample will not be returned for evaluation.